Event description:
A patient reports their blood glucose level had decreased to 39 mg/dl while wearing a pod between 36 and 48 hours. The patient reports while taking a bath the pod had failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient reports having a loss of consciousness from 45 minutes to 1 hour. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.